Manufacturer narrative:
Date sent to the FDA: 4/20/2021.

Manufacturer narrative:
Date sent to the FDA: 05/10/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery procedure on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted incarcerated incisional hernia. This involved the previous mesh implantation. Once again this was primarily involved with previous mesh foreign body and its adherence to the transverse colon, stomach and omentum. It was reported that the patient experienced severe pain, abdominal pain, nausea, vomiting and diarrhea. It was reported that the patient previously underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. Other procedure is captured in separate file. No additional information was provided.